Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure using a preloaded delivery system, the patient's posterior capsule was ruptured when the doctor pushed the introducer/plunger tip into the anterior chamber further to get the lens to disengage. The plunger 'completely gave way' and did not provide the smooth resistance causing it to jolt into the capsule which caused the tear. The surgeon sealed the incision and did not notice any vitreous being present. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A qualified viscoelastic was indicated. (B)(4).